Event description:
Staff unable to obtain a blood specimen from the PICC line. Right upper extremity swelling noted from insertion site to pt's neck. PICC line was removed and line was noted to be torn in two separate locations.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rewf1904 showed no other similar product complaint(s) from this lot number.